Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.